Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between january 2013 and february 2014. The subject device was disposed.

Event description:
It was reported in a literature article that during inflation, the balloon catheter (subject device) deflated spontaneously. When it was retrieved, it was noted that there was a small hole in its middle third. It was reported that it was likely that the subject device was overinflated during preparation and testing, thus weakening the wall. There were no reported clinical consequences to the patient.